Event description:
It was reported that the patient presented to the hospital after receiving multiple shocks. Long charge time was observed. The decision was made to explant the device, as the device was near eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of extended charge time was verified via review of stored electrograms. The device performed a series of maximum voltage charges over a short period of time due to the arrhythmia of the patient. Charge times gradually increased from normal to time out. It is believed that the battery did not have enough time to recover from the frequent high voltage activity, which caused the extended charge time.